Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter fracture occurred. Lesion details are unknown. This 12mm x 2.25mm emerge mr balloon catheter was being pulled back by the physician when the catheter fractured. The procedure was continued with a different balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and there was tip damage and the complete hypotube separation was 71cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).